Manufacturer narrative:
Additional patient and event information has been requested from the customer. The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: comp-(B)(4).

Event description:
A healthcare professional reported that the blue button/anchor broke on a silent nite sleep device.

Manufacturer narrative:
Additional information was added in section d4. Device evaluation has been completed; following is the device analysis conclusion: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned without the original case. The returned device was visually inspected, and clasp was observed to be broken along with the anchor. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Broken - the blue clasp appears broken off along with the anchor. Delamination - layers were intact and did not separate. Discoloration - the device appears stained. General cleanliness - the returned device appeared to have debris or foreign particles. Root cause description based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer internal reference number: comp-(B)(4).

Manufacturer narrative:
The device has not been returned for analysis. Howerer, a non-visual evaluation has been completed; and results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: update: based on the tracking label the product was noted to have been received and in glidewell's possession; however, to date the device has not been physically accounted for and sent to the complaints team for analysis. Therefore, it is presumed lost at this time. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. The manufacturer internal reference number is: (B)(4). Correction: h11. Additional information: h6 (b and c).